Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted. The device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and wound dehiscence are physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma and wound dehiscence.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted. The device has been explanted. This record is for the left side.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted. The device has been explanted.. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.